Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 03-oct-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013 for birth control. Upon information and belief, after this procedure the plaintiff underwent the required hsg (hysterosalpingogram) procedure. After the implant procedure, she began experience pelvic pains and increased bleeding during menstruation. These symptoms started out minor and gradually increased in intensity. On or about (B)(6) 2014, she underwent a bilateral salpingectomy as s definitive solution to the pain and bleeding that she suffered. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pains and increased bleeding during menstruation after the implant procedure. One year later, she underwent a bilateral salpingectomy as definitive solution to the pain and bleeding. These events are anticipated according to reference safety information for essure. Pelvic pain and menstrual pattern changes may occur during essure use. Considering their nature per se and the absence of alternative explanation, causality with essure use cannot be excluded. Since devices removal was required, this case is regarded as incident. Technical analysis has been requested. Further information will be obtained through litigation process.

Manufacturer narrative:
Quality safety evaluation received on 11-nov-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pains and increased bleeding during menstruation after the implant procedure. One year later, she underwent a bilateral salpingectomy as definitive solution to the pain and bleeding. These events are anticipated according to reference safety information for essure. Pelvic pain and menstrual pattern changes may occur during essure use. Considering their nature per se and the absence of alternative explanation, causality with essure use cannot be excluded. Since devices removal was required, this case is regarded as incident. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: intraperitoneal/ right-sided essure device is malpositioned and is not within the fallopian tube itself, possibly in the peritoneal cavity / one of the essure coil had migrated'), pelvic pain ('pelvic pains / pain'), menorrhagia ('increased bleeding during menstruation / abnormal bleeding (menorrhagia)') and haemorrhagic cyst ('severe hemorrhagic cysts') in an adult female patient who had essure inserted for female sterilisation and birth control. The occurrence of additional non-serious events is detailed below. The patient's medical history included post-traumatic stress disorder, anxiety, insomnia, bipolar disorder, substance abuse, uti, pain in arm, leg pain, sexual desire decreased, sleep apnea, polyarthralgia, joint hyperextension and adnexa uteri pain. Previously administered products included for birth control: iud from 2003 to 2012. Concurrent conditions included early menopause, general body pain, arthralgia multiple, back pain and colitis herpes. Concomitant products included buspirone hydrochloride (buspar) from 2012 to 2013 and sertraline hydrochloride (zoloft) from 2012 to 2013. In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ovarian cyst ("ovarian cysts") and fatigue ("fatigue"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced haemorrhagic cyst (seriousness criterion medically significant), abdominal pain ("abdomen pain") and chest discomfort ("chest compression") and was found to have blood pressure decreased ("blood pressure dropped"). The patient was treated with duloxetine, zolpidem tartrate (ambien) and surgery (hysterectomy with unilateral salpingectomy on (B)(6) 2013 and (B)(6) 2014 and ovarian cyst removal). Essure was removed in (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain, menorrhagia, haemorrhagic cyst, vaginal haemorrhage, vaginal infection, dyspareunia, ovarian cyst, fatigue and abdominal pain had resolved and the chest discomfort and blood pressure decreased outcome was unknown. The reporter considered abdominal pain, blood pressure decreased, chest discomfort, device dislocation, dyspareunia, fatigue, haemorrhagic cyst, menorrhagia, ovarian cyst, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy essure removal date: (B)(6) 2013. Patient had advice of complications from her essure removal procedure that one of the essure coils had migrated; had to do chest compressions; blood pressure dropped. Her essure was not successful, she had difficulty inserting the right essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, pelvic pain. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-jun-2019: plaintiff fact sheet received. Outcome of event menorrhagia were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: intraparitoneal/ right-sided essure device is malpositioned and is not within the fallopian tube itself, possibly in the peritoneal cavity"), pelvic pain ("pelvic pains / pain"), menorrhagia ("increased bleeding during menstruation / abnormal bleeding (menorrhagia)") and haemorrhagic cyst ("severe hemorrhagic cysts") in an adult female patient who had essure inserted for female sterilisation and birth control. The occurrence of additional non-serious events is detailed below. The patient's medical history included post-traumatic stress disorder, anxiety, insomnia, bipolar disorder, substance abuse, uti, pain in arm, leg pain, sexual desire decreased, sleep apnea, polyarthralgia, joint hyperextension and adnexa uteri pain. Previously administered products included for birth control: iud from 2003 to 2012. Concurrent conditions included early menopause, general body pain, arthralgia multiple, back pain and colitis herpes. Concomitant products included buspirone hydrochloride (buspar) from 2012 to 2013 and sertraline hydrochloride (zoloft) from 2012 to 2013. In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ovarian cyst ("ovarian cysts") and fatigue ("fatigue"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced haemorrhagic cyst (seriousness criterion medically significant), abdominal pain ("abdomen pain") and chest discomfort ("chest compression") and was found to have blood pressure decreased ("blood pressure dropped"). The patient was treated with duloxetine, zolpidem tartrate (ambien) and surgery (hysterectomy with unilateral salpingectomy on (B)(6) 2013 and (B)(6) 2014 and ovarian cyst removal). Essure was removed in (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain, haemorrhagic cyst, vaginal haemorrhage, vaginal infection, dyspareunia, ovarian cyst, fatigue and abdominal pain had resolved and the menorrhagia, chest discomfort and blood pressure decreased outcome was unknown. The reporter considered abdominal pain, blood pressure decreased, chest discomfort, device dislocation, dyspareunia, fatigue, haemorrhagic cyst, menorrhagia, ovarian cyst, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy essure removal date: (B)(6) 2013. Patient had adviced of complications from her essure removal procedure that one of the essure coils had migrated; had to do chest compressions; blood pressure dropped. Her essure was not successful, she had difficulty inserting the right essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, pelvic pain. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: event onset date were added. Event outcome of pelvic pain was updated. Surgery of ovarian cyst removal was added. Lab test date was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: intraparitoneal/ right-sided essure device is malpositioned and is not within the fallopian tube itself, possibly in the peritoneal cavity"), pelvic pain ("pelvic pains / pain"), menorrhagia ("increased bleeding during menstruation / abnormal bleeding (menorrhagia)") and haemorrhagic cyst ("severe hemorrhagic cysts") in an adult female patient who had essure inserted for female sterilisation and birth control. The occurrence of additional non-serious events is detailed below. The patient's medical history included post-traumatic stress disorder, anxiety, insomnia, bipolar disorder, substance abuse, uti, pain in arm, leg pain, sexual desire decreased, sleep apnea, polyarthralgia, joint hyperextension and adnexa uteri pain. Previously administered products included for birth control: iud from 2003 to 2012. Concurrent conditions included early menopause, general body pain, arthralgia multiple, back pain and colitis herpes. Concomitant products included buspirone hydrochloride (buspar) and sertraline hydrochloride (zoloft). In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and fatigue ("fatigue"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2014, the patient experienced ovarian cyst ("ovarian cysts"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haemorrhagic cyst (seriousness criterion medically significant), abdominal pain ("abdomen pain") and chest discomfort ("chest compression") and was found to have blood pressure decreased ("blood pressure dropped"). The patient was treated with duloxetine, zolpidem tartrate (ambien) and surgery (hysterectomy with unilateral salpingectomy on (B)(6) 2013 and (B)(6) 2014). Essure was removed in (B)(6) 2014. At the time of the report, the device dislocation, haemorrhagic cyst, vaginal haemorrhage, vaginal infection, dyspareunia, ovarian cyst, fatigue and abdominal pain had resolved and the pelvic pain, menorrhagia, chest discomfort and blood pressure decreased outcome was unknown. The reporter considered abdominal pain, blood pressure decreased, chest discomfort, device dislocation, dyspareunia, fatigue, haemorrhagic cyst, menorrhagia, ovarian cyst, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy essure removal date: (B)(6) 2013. Patient had adviced of complications from her essure removal procedure that one of the essure coils had migrated; had to do chest compressions; blood pressure dropped. Her essure was not successful, she had difficulty inserting the right essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, pelvic pain. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 14-dec-2018: pfs and mr were received: reporters were added. Patient demographic conditions were added. Device insertion date was updated. Surgeries were added. Events: vaginal bleeding, vaginal infection, device dislocation, dyspareunia, ovarian cysts, haemorrhagic cysts, fatigue, abdominal pain were added. Concomitant drugs and conditions were added. Historical drug was added. Lab data was added. Auto-narrative supplement was added. Reporter causality comments were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.